Manufacturer narrative:
The medtronic field service engineer (fse) evaluated the ventilator and identified an error code in the ventilator memory logs. The field service engineer (fse) could not find any malfunction or error code leading to the shutdown of the ventilator. The ventilator passed all testing per manufacturer specifications and was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during patient use the 840 ventilator stopped ventilation and the safety valve opened. The patient was removed from the ventilator and placed on an alternate ventilator without harm.